Manufacturer narrative:
Describe event or problem: on (B)(6) 2020, the patient's ipg was explanted and replaced with a different model to also help provide better coverage.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-00269.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-00269.

Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model: 3772, scs ipg, therapy date: unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR. Report#: 3006705815-2020-00269. It was reported the patient had been receiving inadequate coverage. In turn, the patient underwent a permanent-trial procedure on (B)(6) 2019 and was implanted with a additional/different model lead. On (B)(6) 2019, the patient's ipg was explanted and replaced with a different model to also help provide better coverage. Surgical intervention addressed the patient's issue.